Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime/delivery test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. Unable to confirm motor position encoder error alarm in alarm history screen due to overwritten history file. Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Customer also reported that a motor posidion encoder error alarm occurred. Blood glucose level at the time of the incident was 119 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.